Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the patient¿s attorney, the patient experienced infections, erosion, pain, scarring and inflammation. No other info is available.